Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5088342 that a (B)(6) patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc and experienced a deflation on the left side and symptoms including shortness of breath, breast pain, breast implant illness symptoms, chronic yeast infections, diminishing gut health, stomach imbalances, gut issues, bloating, anxiety, hair rapidly falling out, thyroid dysfunction,gut issues, celiac diagnosis, inflammatory problems in gut, oral thrush, joint pains, fluid retention, brain fog, dizzy spells, high anxiety, rashing, sensitivity to the sun , food intolerances, heavy metal toxicity, inflammation, ibs, joint pain, back pain, and inflammatory issues in sinus cavity, jaw, face, and head. The patient was diagnosed with hashimoto's disease. As a result, the patient underwent explantation on (B)(6) 2008. This report is for the left side device.